Manufacturer narrative:
Investigation result: one my8020-0006 sample was received without packaging for investigation; no residual fluid was present. The customer reported that the affected sample was from lot 25075024 and that "during use, the team noticed that there was a hard deposit on the green site under the stopper, making its use dubious." Visual inspection of the returned sample confirmed the customer's experience. A hard white residue was present on the body of the texium and beneath the dust cap thread (appendix 1). The dust cap could not be removed; it appeared to be adhered to the surface of the texium. The details of this feedback were forwarded to the manufacturing site for investigation. The sample was sent off for fourier transform infrared (ftir) spectroscopy which confirmed that the foreign matter was likely to be the glue used to bond the texium to the syringe. Following a review of the manufacturing process, the team's analysis confirmed that the foreign matter is most likely to have been caused by excess solvent having been applied by the dispenser during the assembly process, which inadvertently bonded the dust cap to the texium. A review of the production records for lot 25075024 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacturing of the reported lot, the procedure has been updated to ensure that the appropriate amount of solvent is applied during assembly. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8020-0006 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had foreign matter in the fluid path. The following information was provided by the initial reporter, translated from french to english: our anticancer drug preparation department has reported a problem with a 20ml texium syringe, serial number (B)(6). During use, the team noticed a hard deposit on the green area under the cap, rendering it unusable. The affected syringe is from batch number 25075024. Please note that it was used to draw up an anticancer drug (phesgo). Additional information received from the customer: could you confirm the date of the event? 3/11. Could you confirm the nature of the contamination - size, color, texture, inlay or not? Colorless as if it were glue under the cap that protects the texium valve. Could you confirm when the contamination was identified, in the sealed package or when using the product? When the product is used, when the preparer has wanted to take the product. Could you confirm that this issue was identified before the patient logged in or during use on a patient? Yes, problem identified before connecting to the patient. Could you confirm that there has been harm to the user/patient? No patient/staff harm. Could you confirm that there was an external leak? No external leak identified. Could you confirm what was infused? The syringe was used to collect phesgo but was then emptied so as not to use this syringe.